Event description:
A malfunction was reported with a code "malf 9," but it did not impact the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the malfunction code reappears. The customer acknowledged and understood the instructions.